Event description:
Info received on 10/03/96 indicates the device was removed from the pt and replaced on 9/18/96.

Manufacturer narrative:
Pump had or damage. Reservoir performed within specs. Cylinder was functional. Cylinder had a wear leak. Tubing had or damage.